Event description:
Nasogastric (ng) tube placed for nutritional support after failing modified barium swallow in pt. Status post stroke. Tube feeding started in the evening with stable vitals. No further vitals until approximately six hours later when patient was having tachypnea and low oxygen saturations. Tube feeds were stopped and portable chest x-ray done. It was missed that the ng was placed in the right lung lobe, but the patient was given respiratory support as per his code status, diuresed, and had tube feeds kept off. Pt. Eventually made comfort care per the family and expired. Post mortem exam found the ng tube in the patient's right lung lobe.